Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Husband of consumer reported found during injection the needle would not accept insulin to flow thru it. Removed the needle from pen and found the non-patient end to be missing. Dc. Lot # 4177073, catalog# 320883, date of event 01.02.2025, sample status awaiting sample.